Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a user facility representative who reported "we had a pump that got mesna in the screen." The source of the leak cannot be determined. Operator of device was a nurse. Medication being infused was mesna. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Healthcare professional reported "the pump was hooked up at 1600h and she reported a slow leak at 0130h, patient came into the clinic around 0800h". "The totally volume of bag was 1007ml to run over 16hours at a rate of 62.9ml/hr , there was approximately 50 ml remaining in the bag when the nurse saw the bag." "The infusion was stopped, the patient was going to receive another cycle day treatment that morning, this was day 2 of 3."

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. The event log contains only log_event_on events in all 639 lines, no other events were captured. Pump 707924 was received with a battery. The same battery was used for testing. To conduct the performance test, when the pump was tried to power on, it didn't. Instead, it produced some continuous weird sounds. Received the same result when a new battery was used. Rn reported that there was a leak of medication, this is the reason for the failure to power on. The medication leak came from another product, not the pump. This is not a malfunction of the pump.